Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received regarding archive analysis. First, it was noted that the surgeon felt accurate throughout the whole case after they added additional points in the registration. They checked at the end of the case and noticed some inaccuracies. It was revealed that suction will be tracked at the center and when the side is up against the wall, it will inherently cause 1-2 mm inaccuracy to account for the radius of the probe. Additionally, swelling or tissue pressure could have accounted for the observed inaccuracy. It was reported that technical services (ts) reviewed the provided export and confirmed that there were multiple registrations performed for the patient. Most of the registrations performed had points sink beneath the surface of the registration model and had points traced off the surface of the registration model. Ts looked into the registration model and they had cropped the images to remove the back of the skull, but they did not auto-refine or fill in holes under the nose and cheek bones.

Manufacturer narrative:
H3,h6: a software analysis was initiated to determine the probable cause of the reported behavior. Analysis found that there was insufficient information to determine if the issue came from a software anomaly. The logs and archives were reviewed and the archive had two CT exams that had no plan data and the trace and touch registration was performed. The trace registration had an accuracy of 1.6mm, some points were in the air and some points were sunken into the skin. The 3d model was good but chopped from the top because a proper scan was not taken. While performing registration on the patient the chopped part was also taken for the registration. The logs captured that touch_trace registration type was used and the site collected 1020 trace points. Apart from that there were no abnormality observed from the logs related to the reported behavior. It was suggested that when collecting the trace points to use a lighter touch. It was also suggested to not use the chopped part for registration and use the proper scan while performing the registration. Codes b01,c19 are applicable and previously reported. Code d15 is applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6) a manufacturer representative went to the site to test the navigation system. Testing revealed no faults were found and hardware parts were not replaced. Codes b01, c19, and d14 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version #: 2.0.1. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used intraoperatively in a functional endoscopic sinus surgery (fess) in which there was patient involvement. It was reported that there were difficulties getting the patient registered and then experienced an alleged inaccuracy. The representative (rep) stated they used the side emitter and applied the strain relief tape for the patient tracker. The scan was only 113 slices and the top of the head was not included in the scan. During registration, the points would not orient to the patient's anatomy which caused them to fail registration. The points were also showing far under the skin. They tried regular trace with touch points first, then 3-point touch, and finally the patient reference frame method of registration. Out of desperation, they collected points on the patient's cheeks and got a passing registration. However, when they checked accuracy of the registration, it was off. They noticed inaccuracies of 4.5-5.3 millimeters (mm). Both medtronic imaging and navigation was aborted. There was no impact to patient outcome and surgical delay was reported as less than one-hour.